Event description:
Information received by (B)(6) indicated that the stopcock become detached from the side port tubing during a cryoablation procedure. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to this event.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.